Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing, led to an inappropriate electric shock. It was also noted undersensing of premature ventricular contraction (pvc)s and low amplitude. Troubleshooting options were discussed and recommended. The data was reviewed and it was confirmed that the system was working as intended. No programming changes were recommended at this time. The plan is continue to monitoring. Currently, this product remains in service and no additional adverse patient effects were reported.